Event description:
It was reported that the balloon burst. The intended procedure was angioplasty of superficial femoral artery (sfa) via a contralateral approach. The vessel had severe calcification, moderate tortuousity and 100% stenosis. The savvy balloon catheter was advanced and positioned across the target lesion. The balloon was inflated using an indeflator, however, it ruptured below nominal pressure. There was no adverse consequence to the pt. No add'l pt or procedural details were provided. It is unk if difficulty was experienced while advancing the catheter to the lesion or while crossing the lesion.